Event description:
A user facility reported a patient stated he has a sensation of a veil before his eye, two yrs following intraocular lens (iol) implant surgery. It was reported that upon examination the posterior face of the implant presented numerous small white spots uniformly spread all over the optic. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other complaints reported for this lot of product. Add'l info was requested.